Event description:
Reporter alleged obtaining the results of 134 mg/dl and 198 mg/dl on the mobile system compared back to back with the results of 69 mg/dl and 63 mg/dl on the compact plus system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the mobile suspect device system used. (B)(4).